Event description:
It was reported that a patient experienced fluid buildup coincident with peritoneal dialysis (pd) therapy. The cause of the event was reported as the homechoice ¿cycler issues¿ which were not further specified. The patient was hospitalized for the event. Treatment details were not reported. Dianeal therapy remained ongoing. At the time of this report, patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up it was reported the fluid retention experienced was further specified to be extra fluid related to the non-baxter pd catheter moving upward into the patient¿s chest due to ¿cycler issues¿; therefore, this product is no longer considered suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction: date changed from (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.